Event description:
Initial information was received on 03nov2016 from a consumer's father. This (B)(6) year old female consumer, with special needs, was using a colgate kids (B)(6) manual toothbrush ((B)(4)) when the tip of the toothbrush broke. The child began using the toothbrush on an unknown date (unknown frequency). On the morning of (B)(6) 2016, the reporter's wife was brushing the child's teeth when the rubber border that is on the tip of the toothbrush came off and almost choked the child. At the time of this report, the action taken with the toothbrush was unknown. This report is referenced as (B)(4).